Event description:
Reporter indicated during the pt's eos generator revision surgery, the new generator gave high lead impedance on a diagnostic test. Intra-operative troubleshooting revealed the new generator was causing the high impedance. An additional generator was connected, which resulted in ok lead impedance on a diagnostic test. This generator was left in the pt.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.